Manufacturer narrative:
Veeva case: (B)(4).

Event description:
Pieces of plastic break off and are swallowed [accidental device ingestion] after brushing, the top of the brush deteriorates as it rubs against the teeth, very dangerous since bits of plastic come off and are swallowed. [Product complaint] case description: on 2024-03-29 a spontaneous case was reported in france by a(n) consumer or other non health professional. On 2024-04-02 new information was (were) received for this case. The report concerns a(n) consumer. The consumer received parodontax expert cleaning soft toothbrush (corsodyl/parodontax toothbrush) for indication(s) dental plaque. No concomitant medications were reported. On an unknown date,after an unknown time of starting parodontax expert cleaning soft toothbrush,the consumer experienced a medically significant event accidental device ingestion(preferred term: accidental device ingestion).the outcome of the event accidental device ingestion was unknown. On an unknown date, the consumer experienced a non serious event product complaint(preferred term: product complaint). The outcome of the event product complaint was unknown. No medical history was reported. No drug history was reported. The action(s) taken were: for parodontax expert cleaning soft toothbrush was unknown. Dechallenge was unknown and rechallenge is not reported. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences the reporter provided the following comment: "adverse event information was received via call center representative (email). The patient reported, " hello, I'm contacting you because I bought two "cleaning" toothbrushes with special bristles for dental plaque. After brushing, the top of the brush deteriorates when rubbed on the teeth, very dangerous as pieces of plastic come off and are swallowed. I would like my money back. I've never had this problem with other brands, even low-cost toothbrushes. Please find enclosed the photo proof and the purchase receipt. I look forward to receiving your reply".". The action(s) taken were: for parodontax expert cleaning soft toothbrush was unknown. On 2024-04-02, the following update(s) has(have) been provided - follow up information was received on 2024-04-02 from quality assurance (qa) department regarding product quality complaint with case number (B)(4) for unknown lot number. Investigation evaluation: ngb 02/04/2024: no batch number has been provided no sample was returned for this complaint and the lot/batch details were not received so a full investigation cannot be completed. As this information is not available the complaint cannot be substantiated and will be closed as inconclusive. If the consumer contacts us with additional information or if the complaint sample is received, the complaint issue will be reopened and further evaluated. Response to consumer (if applicable): the investigation reports concluded that, complaint stands inconclusive. The pqc number was reported as pqc245846. Case product: parodontax expert cleaning soft toothbrush device MFR number: 3006391900-2024-00002.

Manufacturer narrative:
Veeva case: (B)(4).

Event description:
Pieces of plastic break off and are swallowed [accidental device ingestion]. Case description: on 2024-03-29 a spontaneous case was reported in france by a(n) consumer or other non health professional.the report concerns a(n) consumer. The consumer received parodontax nettoyage expert souple (corsodyl/parodontax toothbrush) for indication(s) dental plaque. No concomitant medications were reported. On an unknown date,after an unknown time of starting parodontax nettoyage expert souple,the consumer experienced a medically significant pieces of plastic break off and are swallowed. The outcome of the event pieces of plastic break off and are swallowed was unknown. No medical history was reported. No drug history was reported. The reporter provided the following comment: "adverse event information was received via call center representative (email). The patient reported, " hello, I'm contacting you because I bought two "cleaning" toothbrushes with special bristles for dental plaque. After brushing, the top of the brush deteriorates when rubbed on the teeth, very dangerous as pieces of plastic come off and are swallowed. I would like my money back. I've never had this problem with other brands, even low-cost toothbrushes. Please find enclosed the photo proof and the purchase receipt. I look forward to receiving your reply".". The action(s) taken were: for parodontax nettoyage expert souple was unknown. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Case product: parodontax nettoyage expert souple device .